Event description:
Per the clinic, the device was explanted due to infection.the device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the clinic, prior to the explantation of the device it was noted that a flap rotation was completed (date not reported), to manage the skin flap breakdown. This report is filed (B)(4) 2012.